Manufacturer narrative:
(B)(6). The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was cracked/bent. It was further reported that the contact pin at the third cargo bay of the battery power line had been dropped and the wiring/soldering was open/bad contact. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was discovered that the contacts were bent/cracked on the universal battery charger device. The event was not related to surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
After further evaluation, it was observed that the contact pin at the third cargo bay of the battery power line was energized and the red led on first cargo bay was lighting up permanently. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.